Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: internal back wall closure. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The clip was deployed, catching the back wall of the vessel. The patient was sent to surgery and a cut-down was performed to remove the clip. The patient was reported to be doing fine. There were no reported adverse patient sequelae. Though requested, no additional information was available.